Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a peritoneal dialysis catheter. The customer reports a patient became disconnected between her transfer set and the beta cap adapter, and reconnected the devices. The customer reports the nurse was not aware of anything that caused the connection to become separated; the patient was sleeping at the time of the event. Patient was given prophylactic antibiotics.

Manufacturer narrative:
Submit date (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.